Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had the device turned off for an unrelated surgery but a week or so later when patient turned therapy back on again it started sending vibration down the left inner leg and making patient's toes cramp. Patient adjusted amplitude but this did not resolve the sensation. Patient is cathing 3 times a day because the device is not helping them at all. Healthcare professional (hcp) wanted patient to speak with manufacturer representative (rep) about the issues and attempted to get in touch with one but have not heard anything back yet. Patient stated that if a rep does not follow up soon they will ask the hcp to remove the device. The patient was redirected to their hcp to use the nas to page the rep. Email notification was also sent to field staff.